Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair (tep) procedure, the blunt tip balloon burst after the dissection balloon performing fine. The doctor said that they inflated 20cc during all three occasions and after they burst, the doctor removed them and opened up a new device with a blunt tip balloon which worked fine. There was no patient injury.